Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the cdh29 staples would not close. The surgeon overstitched to complete the case.